Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow rate accuracy testing. There was no patient involvement associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The failed the flow rate accuracy test was verified. Evaluation sent the device for flow rate testing with a delivery rate of 200/ml and a vtbi of 20 ml the device came back failing (-5.86%). The cause was determined to be the pressure plate travel out of specification, therefore the mechanism door assembly travel was performed to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.